Manufacturer narrative:
The reported complaint was confirmed by photographs provided by the user facility. The root cause of the reported issue was determined to be a workmanship error where the red and white clamps were placed in reverse. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), while delivering cardioplegia the perfusionist noticed that the solution color looked different than normal. It was found that the color-coded clamps were on the wrong lines causing the cardioplegia to blood ratio to not be what was expected. As mitigation, the other clamps were opened to rectify the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: this complaint from the user facility involved a cardiovascular procedure kit and the cardioplegia delivery tubing circuit within it. Red colored and white colored plastic tubing clamps on specific segments of the tubing were reversed in location. The specification diagram revealed that the cardioplegia circuit has bypass shunts designed so as to deliver either a 4:1 conventional blood cardioplegia concentration or a 1:4 del nido cardioplegia concentration to the heart with the use of the colored clamps. The reversal of the location of the clamps and thus the wrong clamps being opened and closed resulted in the wrong cardioplegia concentration delivery being administered to the patient once the cross-clamp was applied on the aorta. The perfusionist noticed that the degree of red color of the cardioplegia concentration being delivered to the patient was incorrect. Inspection of the cardioplegia circuit by the perfusionist revealed that the red and white colored clamps that control the concentration of blood cardioplegia were reversed. The clinician rectified the situation by simply opening and closing the correct clamps to deliver the correct and intended concentration of cardioplegia. The circuit was not changed out by the perfusionist.